Event description:
On 2021-oct-04, it was reported that yesterday patient was out and noticed she could not walk as far as she normal does. Pt went to change the stimulation and noticed she could not increase her stimulation. Pt was not sure what the screen stated but verified when pss provided information "settings not availalble" screen. Pt stated she tried to increase all groups but was not able to. Pss is sending a message to the local field rep about her message. Troubleshooting was unable to be performed as the patient was redirected to their healthcare provider to further address the issue. On 2021-oct-18, additional information was received from the manufacturer representative (rep). The patient states she has had no fa lls and nothing to contribute to stim issues. States she did have a coughing spell but it worked fine until last friday morning 10/15. The cause of the inability to increase stimulation and settings not available was the rep checked connections and electrodes 8,9,14 are not connected. Then checked impedances and there were impedances on electrodes 8-14. The rep reprogrammed around impedances to give patient 1 program to run for the time being. Saw provider 10/19 - x-ray unavailable so patient to follow up 10/25 at other office for x-ray to make sure lead placement is still the same. If lead placement is correct, then provider recommends a battery replacement. The issue was not resolved at this time. 2021-nov-09, e3 (rep): no new information. 2021-nov-30 e4 (rep): no new information. 2024-03-13 e5, e6 (rep): additional information was received from the manufacturer representative (rep) clarifying the report of ¿the connections and electrodes 8,9,14 were not connected. They stated that when performing a connectivity check the report showed that connections 8,9,14 were not connected properly. Representative then ran an impedance measurement report and electrodes 8-14 came back showing high impedances on electrode 8,9,10,11,12,13 <(>&<)> 14.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.